Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("device perforating/ perforation of the essure devices"), device dislocation ("migration of the essure device"), device breakage ("device breakage"), tubal rupture ("fallopian tube rupture"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("subsequent miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2014, 6 years 11 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), tubal rupture (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and hypersensitivity ("allergic or hypersensitivity reaction"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent a pelvic surgery), surgery (she underwent a pelvic surgery) and surgery (she underwent a pelvic surgery). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, device breakage, tubal rupture, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain lower, dyspareunia, vaginal discharge, vaginal infection and hypersensitivity outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device breakage, device dislocation, dyspareunia, hypersensitivity, pelvic pain, pregnancy with contraceptive device, tubal rupture, uterine perforation, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 15-sep-2017: events migration of the essure device, device breakage, pregnancy, subsequent miscarriage, severe pelvic pain, severe cramping, dyspareunia, vaginal discharge, vaginal infection and allergic or hypersensitivity reaction were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device perforating") in a female patient who received essure. On (B)(6) 2007, the patient started essure. On (B)(6) 2014, 2533 days after starting essure, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (surgical removal of the device on (B)(6) 2014). Essure was withdrawn. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Company causality comment: this spontaneous case report, reported by a lawyer, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced uterine perforation ("device perforating"). Almost seven years after insertion, essure was removed due to the perforation. Fallopian tube perforation is serious due to its medical importance and it is anticipated in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this case, the perforation was noticed almost seven years after insertion and the mechanism of uterine perforation was not provided, however, considering the event's nature, causality with essure cannot be excluded. This case was regarded as incident since device removal was required (intervention required). A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report, reported by a lawyer, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced uterine perforation ("device perforating"). Almost seven years after insertion, essure was removed due to the perforation. Fallopian tube perforation is serious due to its medical importance and it is anticipated in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this case, the perforation was noticed almost seven years after insertion and the mechanism of uterine perforation was not provided, however, considering the event's nature, causality with essure cannot be excluded. This case was regarded as incident since device removal was required (intervention required). A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.